Event description:
The patient needed an arterial line placed. The patient was noted to be a difficult stick/small vasculature, so the micropuncture arterial line kit was obtained for use. The line was placed, and blood was drawn from the line, and it was connected to the transducer via t-piece connector without difficulty. A few hours later the line was noted to now not allow for blood draw and rn was unable to flush the line and no waveform was available on the screen. Upon further inspection of the line, it was noted that the inner dilator stylet was never removed. This medsun is being submitted to request that the product be created in such a way that it does not allow for connection to the transducer via t-piece when the inner stylet is still in place.